Manufacturer narrative:
Please note that it is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in section. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the reported issue. Visual inspection revealed the ac adapter lemo connector was damage. The connector pin# 3 and 4 was burnt and melted.

Event description:
It was reported to (B)(4) that the ac receptacle was damaged. While in service, it was discovered that the connector had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.